Manufacturer narrative:
Concomitant product: sigpshell - sig power sigpshell control shell, lot# n3b0062y sigadaptxl - sig power sigadaptxl linear xl adapter, serial# c23acd0240 sigphandle - sig power sigphandle handle, serial# unknown sigmret - sig power sigmret manual retract tool, lot# unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a robotic laparoscopic lobectomy, the jaws of the device was locked on the artery. Troubleshooting was performed but the issue was not resolved. The rod was disconnected and connect again. Both green buttons were pressed to reset the device. The manual retraction tool also did not work. The manual retraction tool broke in an attempt to open the reload. The medical team tried to unlock it for more than 30 minutes. The robotic surgery was converted to open surgery to remove the stapler.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was received attached to an adapter. The reload was noted to be clamped and tissue was protruding from between the jaws. The I-beam was noted to be slightly advanced from the starting position, but proximal to the 4 cm cut line. The reload was noted to be fully fired. Functionally, the reload was able to be removed from the adapter without difficulty and while the jaws were still clamped. It was reported that the jaws of the device was locked on the artery. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was noted to be clamped and tissue was protruding from between the jaws. The I-beam was noted to be slightly advanced from the starting position, but proximal to the 4 cm cut line. It was reported that the jaws of the device was locked on the artery and has extended or time. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.